Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated prior to use. The device was never implanted. No known patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Initial analysis found the device battery to be severely depleted at less than one volt. However, the device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. No hybrid anomalies were observed. Further destructive analysis found the battery was deeply discharged and there was no evidence of an internal short found. The lithium (li) anode was nearly completely discharged, with only minimal localized discharge seen along the anode edges.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.